Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic high thresholds. The rv lead was reprogrammed and remains in use. The patient experienced chest pain. No further patient complications have been reported as a result of this event.